Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had audio volume issue. Customer blood glucose value was unknown at time of incidence. Customer stated assisted with running a self test and they did not hear the beeps. Customer stated they thinks heard something but its not loud enough. The device will not be returned for analysis.